Event description:
It was reported that the patient experienced pectoral stimulation. There was early battery depletion and the device was at eri (elective replacement indicator). The device was explanted and the replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.